Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level. The customer believed that the low bg was due to the pump's basal rates being off.